Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6) study no: dots. Clinical adverse event received for: other surgical site / delayed wound healing. On (B)(6) 2024, medical records note that the patient is now 6 weeks out from right knee. Clinical impression is that the patient is doing well. It was noted that the patient has a lot of adipose tissue below their knee. On (B)(6) 2024 medical records not the patient¿s chief complaint is wound care, follow-up status post knee arthroplasty. The patient is on antibiotics, the patient has three at least three pockets in the wound and one is draining pus. The patient had a debridement with scalpel in the office. On (B)(6) 2024 medical records note the patient is having a follow-up right knee wound. Physical examination notes there are two necrotic areas at the distal portion of their incision. The plan is for the patient to have debridement and wound vac placement. On (B)(6) 2024 medical records note the patient is having a follow-up right knee superficial and drainage. Status post superficial I and d of the right knee along with wound vac placement, doing well.